Event description:
It was reported by the physician that the product was used on an endoscopic nephrectomy. It was reported that a clip was placed on the renal artery without a problem. Later in the procedure, the case was converted to open after the surgeon snipped the iliac artery. The surgeon noticed after the pt was opened that the clip had fallen off the renal artery. Another clip was used to secure the vessel. There was no consequence to the pt.